Event description:
During bronchoscopy, two 21g flexision biopsy needles were used. Both needles would not separate from the catheter well while trying to obtain biopsies, and they could not be fully advanced into the target station. Device 1: (B)(4), 240630, l220017, exp: 6/30/2024. Device 2: (B)(4), 240731, l220024, exp: 7/31/2024.